Manufacturer narrative:
(B)(4).

Event description:
It was reported the central line fell out of the patient. The blue and white box clamp was sutured into place but did not hold the catheter in place. The catheter was able to slide through the clamp. There was no patient death or complications reported. Follow up information states the catheter was sutured in place and the patient was on pressors. The catheter was in use only a few hours before it fell out. This was discovered immediately by the nurse and there was no intervention required. The line was not replaced and was discontinued.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the catheter migrated could not be confirmed. Returned were a catheter box clamp and a 3-lumen catheter marked 7fr x 20cm on the juncture hub. The box clamp was not on the catheter. The catheter and the box clamp appeared typical. The outside diameter of the catheter body extrusion measured 0.097" using ring gauges. This met specification per the catheter graphic. The inner diameter of the clamp could not be measured since the clamp material is pliable and it had been used on a patient. The largest pin gauge that would pass through the clamp assembly without resistance was 0.069". This indicates that the clamp would securely hold a catheter that has an od of 0.097". The clamp and clamp fastener were assembled onto the catheter body adjacent to the 10cm mark. The catheter was tugged from either side and remained secure in the clamp. The device history records were reviewed based on sales history with no evidence to suggest a manufacturing related issue. No problem was found on the returned sample. No further action will be taken at this time.